Manufacturer narrative:
It was reported that the 8.0x100mm 120cm smart flex biliary stent was used and did not match the label on its packaging. The physician deployed the stent which was supposed to be at 100mm, however the physician estimated that it was about 120mm once it was deployed. Post-dilatation was done with a 100mm balloon. They saved the packaging as well as the balloon that was used for post-dilatation. The product will not be returned for analysis. Addendum (07/30/2015): additional information was received that the stent was measured with two 100mm balloons to determine the length, and the stent was found to be about 20mm longer than it was supposed to be. There was no report of patient injury. The procedure was completed successfully. There weren¿t any other anomalies or damages noted to the packaging or device prior to use. The target lesion was the external iliac artery. The target lesion had no significant tortuosity, mild calcification, and a percentage of stenosis of 70%. The product was stored, handled, and prepped according to the IFU. There wasn¿t anything unusual noted about the stent delivery system or packaging prior to use. A 6f terumo sheath was used. It was unknown which size/brand balloon was used. The stent delivery system did not have to pass through any acute bends. There wasn¿t any difficulty encountered while advancing/tracking the sds towards the lesion. There wasn¿t any unusual force used at any time during the procedure. The sds did not have to pass through a previously placed stent.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure, the physician noted that the stent was longer than expected. The procedure was completed with no reported patient injury. The event involved a patient undergoing a percutaneous transluminal intervention to a target lesion in the external iliac artery. The lesion was described as 70% stenosed, mildly calcified and with no significant tortuosity. The site reported that the product had been stored, handled and prepped according to the instructions for use (IFU). Nothing unusual or damage was noted on the packaging or device prior to use. The 8 x 100mm smart flex biliary stent delivery system (sds) was introduced through a 6f non-cordis catheter sheath introducer. The sds did not pass through any acute bends or through a previously deployed stent and no difficulty was experienced when tracking the device to the target lesion. No unusual force was used at any time during the procedure. Once deployed, the physician noted that the 8 x 100mm stent appeared to be about 120mm long. The stent was post-dilated with an unspecified 100mm balloon and the procedure was successfully completed with no reported patient injury. The site reported that they used two 100mm balloons and were able to confirm that the stent was longer than expected and/or labeled. Attempts to obtain films of this event have been unsuccessful. A non-sterile unit of smart flex 8x100 bil, 120cm was received inside of a plastic bag; along with a non-cordis device. The smart flex had a kink on guide wire lumen tube at 12.5 cm from the distal tip. The stent was not received to analysis. No other anomalies were found. Dimensional analysis of the stent could not be performed since it was not received. The smart flex sds was inspected under the vision system and the observed kink was confirmed. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The failure reported ¿stent/ incorrect length-too long (peripheral)¿ event could not be confirmed since the stent was not received and films of the event could not be obtained. The cause of the event experienced by the customer could not be conclusively determined. According to the product IFU, this device is indicated for use in the palliation of malignant strictures in the biliary tree. The safety and effectiveness of this device for use in the vascular system has not been established. It instructs the user to measure the target stricture diameter and length to determine the correct size of stent. According to the stent size selection tables, stents labeled with diameters of 8mm should be used for ducts between 6.5 ¿ 7.5mm in diameter. Stents labeled with 100mm lengths have a constrained length of 105mm and an unconstrained length of 110mm. Based on the information available for review, there are procedural factors (use of a biliary stent in the vasculature) that may have contributed to this event. Neither the analysis nor the device history record suggests that the failure reported could not be related to the manufacturing process. Therefore, no corrective actions will be taken.

Event description:
It was reported that the 8.0x100mm 120cm smart flex biliary stent was used and did not match the label on its packaging. The physician deployed the stent which was supposed to be at 100cm, however, the physician estimated that it was about 120cm once it was deployed. Post-dilatation was done with a 100cm balloon. They saved the packaging as well as the balloon that was used for post-dilatation. The product will not be returned for analysis.

Manufacturer narrative:
Product investigation: a non-sterile unit of smart flex 8x100 bil, 120cm was received inside of a plastic bag. A smart flex and a non cordis device (unknown) were received. On smart flex a kink condition was observed on guide wire lumen tube at 12.5 cm from distal tip. Stent was not received to analysis. No other anomalies were found .dimensional analysis could not be performed due to stent was not received smart flex was inspected under vision system and the damage observed on visual analysis (kink) was confirmed. Per (B)(4): in reference to your request for a device history record review of finished good lot 1329008, bmt reviewed the system traveier (B)(4) and the associated subassemblies and stent travelers. All the required inspections were performed within each traveler guidelines and the testing results complied with the specifications provided. The travelers did not indicate deviations or unusual findings. Since no deviations or unusual findings were identified, no corrective/preventative actions are required. Bmt concludes subassembly systems lot bmt-s31579, finished good lot 1329008 was manufactured in accordance with bmt's quality requirements and customer's specifications. The failure reported by the customer as ¿stent/ incorrect length-too long (peripheral)¿ could not be evaluated correctly due to stent was not received to analysis. The cause of the event experienced by the customer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process, therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis and therefore no engineering evaluation will be completed. Additional information will be submitted within 30 days of receipt.